Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The spring tip is stretched and curvy, also residues were noted between the protection guidewire and sheath slit. The outer diameter dimensions were found within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the failure to retrieve filter occurred. A 190cm filterwire ez¿ was selected for use. During preparation, it was noticed that the filter would not pull back easily into the sheath. Furthermore when procedure was complete, it was noticed that the filter was unable to be retrieved. The physician then pulled the filter out of the body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the failure to retrieve filter occurred. A 190cm filterwire ez¿ was selected for use. During preparation, it was noticed that the filter would not pull back easily into the sheath. Furthermore when procedure was complete, it was noticed that the filter was unable to be retrieved. The physician then pulled the filter out of the body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is doing well.